Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, too many pockets opened when prompted. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, too many pockets opened when prompted. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name and initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the complaint involved trays opening unexpectedly when pharmacy staff loaded or doctors accessed a single pocket, causing multiple discrepancies. This issue had been previously flagged during implementation but remained unresolved. A field service engineer logging into the device, contacted the implementation team, who joined via remote session and diagnosed that pockets were improperly loaded by pharmacy staff. Provided coaching to the pharmacy technician on correct loading procedures, ensured proper device operation, and confirmed successful pharmacy testing. Conducted a proactive inspection of all drawers, barcode scanner, and printer. All components functioned as expected except the barcode scanner, which showed no light even after replacing the cord¿scanner replacement was initiated. Followed up to confirm configuration changes did not cause further errors. Devices are now operating as expected. The system functioned as intended after the field service engineer repaired the device.